Manufacturer narrative:
Tf 5507 indicates leakage due to defective pressure sensor board. The board was replaced.

Event description:
Hamilton medical ag received the following event description: "the unit alarms with tf 5507."